Event description:
It was reported that during pre-insertion the balloon inflated and deflated. The first inflation with insertion proceeded okay. Deflation attempted and did not passively deflate. Syringe assessed by second person, unable to passively deflate, balloon malfunction - balloon could not be deflated once inflated. Balloon eventually ruptured during insertion/removal. Catheter removed and new catheter inserted without issues. There were no patient complications reported.

Manufacturer narrative:
Customer report of "balloon eventually ruptured" was confirmed. Could not confirm customer complaint of "unable to passively deflate" due to balloon rupture and blood occlusion. Blood was found in the inflation lumen. Although balloon deflation could not be confirmed, this event was determined to be reportable following edwards standard procedures. A device history record review was not completed due to the lot number not being reported.